Event description:
During evaluation of a returned homechoice device, a high drain error 105 (night drain #5) alarm was identified in the log. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patient¿s prescribed fill volume. The alarm occurred on (B)(6) 2014 at 02:07:43. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation was completed. This complaint is an ancillary service event. The increase intra-peritoneal volume (iipv) event was confirmed through an event history log review. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. External/internal inspection was performed and passed. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.